Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the finger ring on the autopulse nxt li-ion battery (sn (B)(6) is broken, and the battery could not be removed, was confirmed during visual inspection. The latch assembly was detached, but remained intact. The root cause of the complaint was a weak spot in the finger ring locking mechanism, which caused the finger ring to rotate past the lock/unlock mark. Unable to perform archive data review and functional testing due to the physical damage.

Event description:
During patient use, the finger ring of the autopulse nxt battery (sn (B)(6) broke, and the battery could not be removed. The crew switched to manual CPR. No consequences or impact to the patient.